Event description:
As reported per health canada incident report #(B)(4): ¿had surgery to repair a double hernia with the hernia mesh called marlex mesh (bard flat mesh). I had adverse reaction and suffered side effects after the procedure. I have adhesion, infection, recurring hernias and chronic pain in left hip and groin, reduced mobility, mental anguish. Bladder problems, hard time walking, nerve damage.¿ per medical records: (B)(6)1999 - patient presented in doctor's office with long standing history of pain in left groin. Patient diagnosed with urethral stricture secondary to prostatitis in (B)(6) 1999. Patient underwent treatment but continued with numbness in his left side which radiated to his left testicle. Patient had difficulty sitting, experiencing considerable amount of discomfort in left groin. (B)(6)1999 - patient underwent fluoroscopy of abdomen. (B)(6)2000 - patient was diagnosed with bilateral indirect inguinal hernias and underwent a laparoscopic bilateral inguinal hernia repair with implant of "marlex mesh". Per operative report details, "focused on the right lower quadrant. We trimmed a piece of marlex mesh. This was introduced and placed over the exposed area of pre-peritoneum. It was stapled to cooper's ligament medially to the transversalis laterally. Then elevated the peritoneum over the mesh and stapled it to itself superiorly. Using the same technique, we repaired an indirect hernia in the left lower quadrant." (B)(6) 2000 - patient was seen in surgeon's office with complaints of pain in left groin. Reported it radiated laterally and is only intermittent. Improves with standing and walking. Patient was referred to neurosurgeon to make sure he did not have any form of spinal stenosis or disc problem. Patient was also advised to follow up with urologist regarding urological issues. (B)(6) 2000 - patient complained of intermittent left groin pain which radiated down his leg, right groin pain that radiates and occasional abdominal bloating. Exam of the patient's groin was unremarkable. Patient was discharged from surgeon.

Manufacturer narrative:
As alleged, post implant of marlex mesh (flat mesh) the patient experienced adhesion, infection, hernia recurrence, chronic pain, reduced mobility, mental anguish, bladder problems and nerve damage. Medical records provided show the patient had presented with symptoms of radiating left sided groin pain prior to mesh implant. Post implant exam of the groin pain was unremarkable. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complications. The instructions-for-use, supplied with the device identifies adhesions and hernia recurrence as possible complications. Regarding infection, the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.